Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture, inside a microcentrifuge vial. Visual inspection found one of the haptics torn. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -7.5/6.0/073 (sphere/cylinder/axis), implantable collamer lens, was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to excessive vault and the problem resolved. Cause of event was unknown.